Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had critical pump error. The customer's blood glucose level was 157 mg/dl. The customer reported that the insulin pump was beeping and had a critical pump error. The customer reported that the insulin pump was exposed to water. Customer stated they did not hear fluid when shaking the insulin pump. Customer stated they did not see fluid under the screen. Customer stated the insulin pump was not dropped. Customer stated there were cracks in the insulin pump. They stated that there was a crack at the back of the insulin pump that she noticed since yesterday. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Device received with cracked battery tube thread and cracked case battery tube noted.(B)(4).